Event description:
The right intermediate side rail did not latch in raised position. This caused the patient to fall out of bed when she was holding on to the bed rail to turn in bed.====================== manufacturer response for patient bed, versa care======================the manufacturer's representative at our facility was already aware of this problem with other beds in this facility and was in the process of replacing these latches on other beds. Unfortunately his job was not completed prior to this incident happening. Bed was removed from service until repair made. He states that the patient right intermediate side rail will not latch in the raised position due to latch pins that will not fully extend.